Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in a calcified left iliac artery. A 6f non bsc sheath was used then an express-b-I ld, pmtd, 7.0x60x75cm stent delivery system was advanced contralateral from the target lesion. The sheath and stent delivery system were pulled back. Then physician then inflated the balloon and performed angiography, the stent was not visible. The undeployed express ld stent dislodged further down the iliac artery. Unsuccessful attempts were made to retrieve the stent. The patient went into surgery to retrieve the dislodged stent. The procedure was completed by performing a femoral-femoral bypass. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).